Manufacturer narrative:
Revision occurred (B)(6) 2012. Exact date of revision surgery was not provided. Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c was explanted. It is unknown if the device malfunctioned.